Manufacturer narrative:
(B)(4).

Event description:
A customer reported that the surgeon had a scheduled surgery to remove a retained fragment of plastic from the patient's right eye. Additional information and product sample have been requested for this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history reviews are not possible. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established. (B)(4).